Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and deployed without issues. To further reduce mr, an additional ntw clip (40320r1019) was inserted. Grasping was noted to be difficult. After multiple grasping attempts, the physician observed a discrete indentation lateral to the first clip. To treat the indentation, the second ntw was repositioned and deployed. Mr was only reduced to a grade of 4. No additional clips were implanted, and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty grasping the leaflets. The reported tissue injury (indentation) appears to be a result of multiple grasping attempts due to the difficulty grasping. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was repositioned to treat the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.